Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention is pending.

Event description:
It was reported that the scs ipg was explanted.

Manufacturer narrative:
A system displayed elective replacement indicator (eri) message was reported. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.